Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes due to data collection being on prior to implant. The icm remains in use. No patient complications have been reported as a result of this event.